Manufacturer narrative:
Initial and final MDR 1883876- MDR 3003442380-2024-07343- device 1 of 5.

Event description:
Unomedical reference number (B)(4). Event occurred in spain. It was reported that the patient's infusion set fell off during use 05-apr-2024, 18-apr-2024, 28-apr-2024, 30-apr-2024, 06-may-2024. The issue occurred with five infusion set used for few hours. No further information available.